Event description:
On 03-jan-2026 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a blood glucose of 39 mg/dl. Prior to hospitalization, the user treated the low blood glucose with glucagon and subcutaneous insulin after priming tubing while still connected to the body, without assistance from a caregiver. The user was treated by ems and hospitalized, received intravenous dextrose and fluids, and was discharged on (B)(6) 2026 with recovery and resumption of ilet therapy.

Manufacturer narrative:
Investigation of this case determined that the event was associated with a use error involving failure to disconnect during the tubing priming process. No device malfunction was confirmed based on the information available. It was concluded that the hypoglycemic event was use-related. If the device is returned, a physical evaluation will be performed, and a supplemental MDR will be submitted if applicable.